Event description:
Caller states customer was unable to obtain a result on the aviva meter; caller was unsure if the inability to obtain a result was due to a power issue or a device error. Customer had fallen twice hitting his head and felt dizzy; he had last attempted to use the device 1 hour prior to the reported low blood glucose symptoms. Paramedics were called 2 hours later and customer was treated with oxygen and an IV (contents unknown) and taken to the hospital. Customer tested 44 mg/dl on professional device at the hospital; subsequent treatment included food, injections, and an IV (contents of injections and IV are not known). Customer was admitted to the hospital and released the following evening. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.